Event description:
Litigation papers received update: - 11/14/2012 - the complaint has been reopened because the sales rep has reported that the patient was revised on (B)(6) 2012 to address metal wear and an anteverted cup, which was causing impingement, and the leg was short.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaint database found no additional reports for the reported part and lot code combinations. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated.

Manufacturer narrative:
UDI: (B)(4).

Event description:
Ppf alleges loosening of stem and metallosis. Added account name, event date, patient harms, expiration date of head and liner and updated patient's initials. Added stem due to the alleged loosening.